Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A literature article reported following the implant of a micro-filtration device, a patient experienced pain and decreased vision. The patient underwent a pet-CT scan two weeks prior to reporting feeling pain or decreased vision. During an examination following the scan it was noted the implanted device was dislocated, the eye had mild conjunctival injection, a low diffuse bleb, and localized corneal edema. A secondary procedure was performed and the device was removed.